Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The second clip (20203r286) referenced is filed under separate medwatch report number.

Event description:
This is filed to report the single leaflet device attachment (slda) of the first clip (20210r169). It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 3. The first clip (20210r169) was implanted successfully and the mr was reduced to 1-2. The second clip (20203r286) was advanced to a position lateral from the first clip; however, during implantation, the second clip touched the first clip, resulting in a single leaflet device attachment (slda) from the posterior medial leaflet. The second clip was successfully implanted. The final mr grade was 3. There was no clinically significant delay in the procedure and no adverse patient effect. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported device damaged by another device (dislodged) appears to be related to procedural conditions. The reported single leaflet device attachment (slda) was due to the reported device damaged by another device. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a.